Event description:
The customer returned the Cysto Nephro Fiberscope, which is an Olympus asset with no reported complaint. During inspection of the returned device, it was found forceps channel port, and venting connector has corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: stress problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.